Event description:
It was reported that the patient had an end of service (eos) on one device with a pretty rapid drain from implant. A longevity estimate was done at 3.72v, 210us, 145 hz, 3-2+1-0+ and no therapy impedance. Electrode impedance was run and all were normal. Nothing was flagged as out of range. The implant had only lasted 1 year. Eos was seen on the date of this report and patient had seen it earlier in the week of this report. Patient had started to have more tremor than normal. The battery voltage was 2.35v. Estimates with different therapy impedance were as follows 100ohms 22 months, 750 ohms 18 months and 500 ohms 14 months. The patient was going to be brought in for replacement. It was later reported that there was an end of service (eos)/end of life (eol) message. Patient¿s device was at eos and there was some concern about battery longevity. Patient had not quite gotten the estimated longevity that was calculated which was 14 months. Patient had two devices and only one was at eos. The longevity was calculated for the device that was not at eos based on c+1-, 2.8v, 60us, 185 hz and no therapy impedance it would last 50 months. The device voltage was 3.72. It was first noticed by the patient when they had started shaking more. Then the device was checked with the patient programmer and the eos was seen. Eos was seen on the day prior to the date of this report. It was later reported replacement was coordinated for the date of this report, (B)(6) 2014. The implantable neurostimulator (ins) battery depletion was normal. It was noted that was ¿fine with patient.¿ the stimulation was off and voltage was 3.3v. Ins was read and showed parameter was at 1.0v and upper limit was 1.4v. The patient was in a nursing home, had bad parkinson¿s and had not been seen for a long time. Patient¿s records were a year old. It was noted that no one had touched the patient¿s stimulator except the clinic. Programming was high. 3-2* 1-0* 1.0v was 3.3v, 210 pulse width and 145 rate. The battery was implanted about 13 months prior to the date of this report and this longevity was expected. It was noted that most likely the programming change had been programmed and not dictated. Patient was given allowance to set at 1.3v with the ability to go to 3.3v at the discretion of the family. 1.3v took the tremor down a bit. Additional information received reported no programming had been done with this patient.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v302055, implanted: (B)(6) 2009, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 3387s-40, lot# v285122, implanted: (B)(6) 2009, product type: lead; product ID 7426, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 8840, serial# unknown, product type: programmer, physician; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4). F